Manufacturer narrative:
The device was not returned for evaluation as it remains implanted and functioning as intended. Based on the information received, the cause of the reported issue was determined not to be product related.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, following the (B)(6) 2024 permanent implant, the patient was hospitalized for a pulmonary embolus. As a result, the patient was prescribed blood thinners to treat the embolus.